Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire medical has not received the suspect gde component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator was making a noise, "compressor rotor locked" event was listed there in the event log. Loss of air alarm was appearing on the screen,fio2% measurement was 100% while 21% was sent on control, we have already replaced the compressor from our local stock and avea in working fine now.